Event description:
It was reported that bd cathena 18gx1.25in straight bc small piece of plastic or glue stuck inside the bevel of cannula. Small piece of plastic or glue stuck inside the bevel of cannula. Hss has received a product complaint from (B)(4) hospital, see product detail below: product: bd cathena 18ga 1.25 in. Supplier: (B)(4). Complaint: ["sterility/contamination or leakage issue","manufacturing fault?"] Description: small piece of plastic or glue stuck inside the bevel of cannula. Action: discarded and used different item and inspected for foreign material. Took photos of product then discarded. Complainant: (B)(6). Contact number: (B)(6). Alternative contact: (B)(6). Is product available? No. Is packaging available? No. We request a solution to this complaint, along with replacement products or a credit reimbursement by the kpi deadline of 11 june 2024. All communications regarding this issue should also be emailed to mailto:hss.(B)(6).